Event description:
The customer reported the ventilator's power cord plug was sparking in the plastic of the male plug end and wanted the power cord replaced. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. Upon arrival, the manufacturer's service technician reported that the customer had cut the male plug end off of the power cord. Upon visual inspection the manufacturer's service technician reported there was discoloration inside the plug. The service technician replaced the power cord to complete the repair. Extended self testing and performance verification testing was completed and testing passed to operating specifications. If there is a loss of ac power and the ventilator shuts down, an audible power fail alarm will activate.